Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead was noted to exhibit low impedance measurement with no sensing and no capture thresholds. Upon several attempts, the physician elected to remove and replace the ra lead on (B)(6) 2024. No patient consequences were reported.

Event description:
New information received notes the patient was reported to be in a stable condition.